Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an error message, locked up, and required to be rebooted. There was no patient injury or death reported.